Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Site stated they were operating below the recommended psi and it was not adjustable. Advised site to continue with use and call in to tech support for advanced troubleshooting. The system was tested and verified as ready for use.

Event description:
It was reported that the operating room staff called in to report an insufflator error message, which kept flashing orange. They had rebooted the insufflator, but it continuously displayed "please wait completing self test" without completing the test. Before contacting technical support, they switched to another insufflator in the room and continued with the procedure. The procedure was being completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and fse's field evaluation. The insufflator was working as expected while the fse was onsite. The fse's service visit did not reveal any issues related to the customer reported event.